Event description:
A trilogy 100 ventilator, international was returned to a third-party service center for remediation and routine preventative maintenance. There was no harm or injury reported. The device was not in patient use. During the 30-second evaluation of the trilogy 100, international device at the third-party service center, a ventilator inoperative err_dsp_motor_failure error occurred. The device's motor blower assembly was replaced to address the issue. Additionally, not related to the error, the device's flow sensor assembly was replaced due to contamination. The device's rubber feet are missing and have been replaced. As well, the device's handle and o-rings required replacement. A 10k periodic maintenance was performed. There was no visible foam particles recorded, however there was dust on the blower box. This device has been serviced, inspected, tested, meeting acceptance criteria in accordance with all of the applicable customer requirements and returned repaired.